Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument did not properly release a clip. The clip fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event occurred while the surgeon was in the process of clipping a duct with the medium-large clip applier instrument during a cholecystectomy. The surgeon noticed that the clip would not remain on the instrument. It is unknown if the instrument collided with any hard material during the case. The surgical staff did not report any damage to the canula after the event occurred. The clip was unable to be located and was not retrieved. No additional surgical procedures were performed to try and locate or remove the clip. It is unknown if any post operative tests like an x-ray or ultrasound were performed to locate the clip. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any complications. There are no photographic images of the device or a video recording available for review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument and performed failure analysis. The medium-large clip applier instrument was analyzed and found to found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure.